Event description:
It was reported via repair work order that the brakes were not locking due to broken caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.